Event description:
It was reported when resetting the programmed parameters for a patient and waiting to program, a beep was heard and the programmer just automatically programmed the new parameters to the device. This happened three times with the same patient. No adverse affect to patient since the new parameters were what was wanted. It was also reported the programmer was making beeping noises inappropriately. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; when interrogating a device non-wireless using the provided rf (radio frequency) head there were random beeps. This problem does not happen when a known good rf head was used. Analysis also found the rf head failed electromagnetic immunity and uplink tests; rf head cable found out of electrical specification. It is noted the rf head lens cover was cracked. (B)(4).